Event description:
Four discrepant creatinine results. Sample 1, performed in 2008, initial result 121.7 umol/l, repeat 53.9 umol/l. Sample 2, performed at about four days later, initial result 118.2 umol/l, repeat 70.9 umol/l. Sample 3, initial result 150.0 umol/l, repeat 91.4 umol/l. Sample 4, initial result 181.6 umol/l, repeat 117.3 umol/l. Erroneous results were not reported. Field service. Representative determined there was a problem with the r2 reagent needle and realigned the reagent needle.